Manufacturer narrative:
Device failure occurred, but did not cause or contribute to death or serious injury.

Event description:
It was reported that the handheld screen was unresponsive. A couple of pixels in the middle of the screen were reportedly "gone" and not functioning. No physical damage was reported to have occurred. The screen was fully cleaned, the software card re-seated in the slot, and the device hard reset was performed; however, the problem persisted. A replacement device was requested. The suspect device was received by the manufacturer and is currently undergoing analysis.

Manufacturer narrative:
.

Event description:
An analysis was performed on the returned handheld and the reported allegation of unresponsive screen was verified. The cause for the reported complaint is associated with damage to the top touchscreen layer. Once the screen was replaced with a known good screen, no further anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. No anomalies associated with flashcard software were identified during the flashcard analysis.